Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer cleaned the purewick urine collection system and shortly after plugging it in, the purewick started flashing red. The motor started buzzing and smoking and completely shut off. Customer said they had tried several power outlets as well and the purewick will not turn on.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was not reportable as per the investigation findings. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer cleaned the purewick urine collection system and shortly after plugging it in, the purewick started flashing red. The motor started buzzing and smoking and completely shut off. Customer said they had tried several power outlets as well and the purewick will not turn on.